Event description:
There was no device failure, malfunction or complaint reported. The pt was undergoing a coronary artery bypass procedure. A coronary sinus toar developed in association with placement of the endocoronary sinus catheter. This required a simple repair without extension of the thoracotomy and the case proceeded unevenfully.